Event description:
It was reported that during a conization, the device was not activated with the hand switch. No error code was displayed. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was connected to a test hand piece and a generator and was functionally tested. The hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. The device was disassembled to inspect the internal components. The internal wiring was noted disconnected. This resulted in the inability to energize the instrument using the hand activation button. No conclusion could be drawn as to what caused the switch to be non functional.